Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced significant issues with implanted iol. The lens was exchanged for another lens model 04 months 19 days following the initial procedure. Clinical reason for explant was mentioned as significant asthenopia. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined. The exchange from company lens 15.5 d to 14.0 d, may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).